Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02390 for the other associated device information. It was reported to boston scientific corporation on (B)(6), 2010 that two extractor retrieval balloon were used in an ercp procedure on (B)(6), 2010 involving an (B)(6) female patient (patient weight is unknown.). According to the complaint, during the procedure the first balloon was position within the patient and inflated, however it popped before retrieving any stones. The same thing happened with the second extractor balloon. No pieces of the balloons fell off. The procedure was completed with another extractor balloon with no complications to the patient. The patient's condition had been described as "fine."

Event description:
Caller states patient tested 6.5 inr on the coaguchek s system while a comparison lab returned as 4.2 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.